Manufacturer narrative:
Samples received: 20 unopened and 1 opened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received 20 closed samples and 1 open sample with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results are: 0.74 kgf in average and 0.08 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). One of the samples does not fulfill the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Nevertheless, taking into account that the open sample received shows the same incident this is considered that the complaint is justified. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications. Nevertheless, taking into account that the open sample received shows the same incident it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: finland. It was reported that the needle was detached from the thread.